Event description:
Siemens healthineers (siemens) was notified of a potential patient issue associated with a magnetom sola system. It was communicated that during the examination the patient heard an automatic voice command, although they were wearing headphones and earplugs, and that the audio volume was too high. Siemens was informed on 2026-06-15 by the onsite team that the patient experienced tinnitus following the MRI scan. The patient was awaiting an ent (ear, nose and throat) specialist evaluation. Unfortunately, siemens has not received any results from the ent examination. In addition, there is no information about the thi value or whether the tinnitus is still ongoing. Based on the provided information, siemens is unaware of a serious injury associated with this issue. However, siemens assessed this event as reportable as of the date of this report, pending the receipt of additional information.

Manufacturer narrative:
E1: a facility contact name and phone number were not provided for reporting. H3, h6: the investigation is ongoing. A supplemental report will be submitted upon receipt of additional reportable information and/or investigation completion.